Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 24 mmol/l (432 mg/dl) while wearing the pod on the leg between 49 and 71 hours. It was noticed that the cannula was not properly inserted into the infusion site and was bent. At the hospital, the patient was placed on an intravenous (IV) of glucose and insulin. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.